Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: checkpoint was left in patient. Doctor made this choice. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 07/20/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 116230, l/n w58901-1 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿if device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Checkpoint was left in patient. Doctor made this choice. Case type: tha. Surgical delay: x - =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoint was left in patient. Doctor made this choice. Case type: tha. Surgical delay: x - =15 minutes.